Event description:
It was reported that during an unknown procedure, the clip was malformed and there was an unexpected resistance when the device was released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The device was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips.